Event description:
During a ptca procedure in a mid-distal, native lad artery via a svg, after the guide wire was easily positioned and one inflation performed, resistance was met while attempting to reposition the guide wire. Attempts were made to advance and torque the wire, but it would not move. Resistance was met after reportedly "tugging" on the wire. After tuggging a second time and resistance being met again, it was observed that the wire had separated. The patient was stable but having chest pain. The patient was reportedly sent for bypass surgery unrelated to the wire fragment, as there was an occlusion at the anastomosis site that was unable to be dilated. The wire fragment was retrieved in surgery.